Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the inner cheek of the patient. The burn had a small size. The patient did not receive any ointment or medication for the burn. On (B)(6) 2013 the patient stated during a call that he hardly noticed the burn.

Manufacturer narrative:
The analysis did show that the head had 2 dents at the back cap button. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. In additional the bearings of the drive and the axle have been worn out which also is a root cause for increase of temperature. The dent shows that the handpiece received a strong hit, e.g. Dropping during reprocessing. The condition of the bearing is a result of the wear process which takes place during the use. It is likely that this wear process is accelerated due to the dent and the resulting higher pressure on the bearing. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule.